Event description:
It was reported that the zimmer dermatome was not completely taking skin on the left side next to the black depth lever. Add'l clinical f/u with the hosp indicated that the unit did not take full width cut. A 3 inch widthplate was used but the harvested skin was sufficient to cover wound. There was no report of harm, add'l tissue harvest, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 9 years old and has never been returned to the MFR for repair since purchased. Investigation of the device displayed damage to the head of the device and the control bar was uneven. Prior to repair, the device was outside of calibration specs at the zero thickness setting on the left and right side. A control bar that is out of alignment could have caused an uneven graft and the dermatome to not take a full width cut. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.